Event description:
A physician reported that actuation failure of the probe occurred and the cutter could not be used during test. The condition of aspiration was unknown. The cataract/vitrectomy combination surgery was performed and completed after replacing the product with another one. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned pak was visually inspected and no obvious defects were found. The returned probe was visually inspected and no obvious defects were observed. A console, representing current software versions was used to test the sample. The radio frequency identification (rfid) tags on the probe were tested; the black connector and the gray rfid connector could not be recognized. The cut rate displayed the default setting of 2500 cuts per minute on the console display. A block reader was then used to interrogate the rfid's programmed information, 0 results in all blocks indicated failure on the reading. The root cause of the customer's complaint is related to an error in the manufacturing process, the probe was unable to be recognized by the console. Analysis of complaints of this nature confirm no unfavorable trend for this event. After final assembly each cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used probe was visually inspected, and no obvious defects were found. The radio frequency identification (rfid) connectors were engaged to the console software. Both rfid connectors did not light. The rfid connectors were tested using the rfid pneu reader. 0 results showed in all blocks from the rfid connector data. Due to the failure of the writing to the rfid boards in the connectors, the console recognized the probe in the default setting of 23ga 2500 cut rate. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint is related to an error during production; the probe rfid tag was not programmed. Action will not be taken based on this occurrence. An analysis of similar complaints confirmed no unfavorable trend for this event. Routine training is performed to ensure non-conforming product is rejected and placed in a reject bin during production. Quality assurance will continue to monitor and will take action for future occurrences as is deemed necessary. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).